Manufacturer narrative:
The patient's exact weight is unknown. However, it was noted to be around (B)(6). The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The returned gold probe device was evaluated. The report of no energy to the gold probe was not able to be confirmed. No visual anomalies were noted, and the gold probe passed all electrical tests. The root cause of the complaint was not able to be determined. Further investigation of this issue is ongoing.a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, the patient was being treated for an avm. During the egd procedure, the nurse reported that when they were trying to cauterize the avm, there was no energy to the gold probe, when they pressed the generator pedal. They used another gold probe device and the same generator to complete the case. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy (egd) procedure.according to the complainant, the patient was being treated for an avm. During the egd procedure, the nurse reported that when they were trying to cauterize the avm, there was no energy to the gold probe, when they pressed the generator pedal. They used another gold probe device and the same generator to complete the case.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.